Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.

Event description:
Related manufacturer reference number: 2017865-2023-02791, related manufacturer reference number: 2017865-2023-0279. It was reported that during an implant procedure, the patient's leads were unable to be implanted due to an event of serious hypotension. The leads were not used, and the surgery was stopped. No additional adverse consequences were reported.